Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. Checked the left port for vacuum and nothing could be felt, they can hear the pump running. Per follow up information received via task on 02apr2025, biomed said they ordered the parts from a 3rd party, and they were refurbished, they were going to ask for a replacement on the circulation pump. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: b, d, e, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that they wanted to do the 2000-hour preventive maintenance and replaced the circulation pump, mixing pump, heater and now the arctic sun device wont fill, checked the left port for vacuum and nothing could be felt, they can hear the pump running. Per follow up information received via task on 02apr2025, biomed said they ordered the parts from a 3rd party, and they were refurbished, they were going to ask for a replacement on the circulation pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that they wanted to do the 2000-hour preventive maintenance and replaced the circulation pump, mixing pump, heater and now the arctic sun device wont fill, checked the left port for vacuum and nothing could be felt, they can hear the pump running.